Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 215 due to hypoglycemia and vomiting. Customer's blood glucose levels at the time of hospitalization 758mg/dl. The customer was not wearing the insulin pump for two days prior to the time of hospitalization. Customer was treated with insulin drip. Troubleshooting occurred. No additional information was provided.